Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare field representative that a rt380 adult dual heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Corrections: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to breathing circuit. Section d4: device identification details were not provided. Section h11: method: the subject rt380 breathing circuit was returned to f&p healthcare in new zealand for investigation, where it was visually inspected and leak tested. Results: visual inspection identified no damage or defects with the returned device. Leak testing confirmed that the breathing circuit was within specification. Conclusion: the investigation findings confirmed that there was no fault found with the returned device. All rt380 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt380 breathing circuit state the following: - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "do not use the chamber if the seals are not intact when received, or if it has been dropped."

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare field representative that a rt380 adult dual heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvment.

Manufacturer narrative:
(B)(4). The subject rt380 adult dual heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.